Manufacturer narrative:
This report is filed on january 30, 2018.

Event description:
Per the patient's surgeon, the patient experienced pain, non-auditory sensations and incorrect placement of the electrode array resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.